Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the catheter became stuck on the guidewire. A 2.4mm jetstream xc catheter and a thruway guidewire were selected for use in an atherectomy procedure in the superficial femoral artery (sfa). Two passes with blades off were performed and it was noted that the guidewire was spinning within the catheter. While attempting to rex the catheter out of the patient, the device became stuck on the guidewire. The guidewire and jetstream were removed together as one unit. The procedure was completed with another of the same device. There were no patient complications and the patient's status was fine.

Event description:
It was reported that the catheter became stuck on the guidewire. A 2.4mm jetstream xc catheter and a thruway guidewire were selected for use in an atherectomy procedure in the superficial femoral artery (sfa). Two passes with blades off were performed and it was noted that the guidewire was spinning within the catheter. While attempting to rex the catheter out of the patient, the device became stuck on the guidewire. The guidewire and jetstream were removed together as one unit. The procedure was completed with another of the same device. There were no patient complications and the patient's status was fine. It was further reported that there was no damage noted on the guidewire prior to use. Upon advancing the guidewire, it was noted that if felt different and a slight resistance was met.

Manufacturer narrative:
A2-age at time of event: 18 years or older. Device evaluated by MFR: the device and the catheter shaft were analyzed for damage. There was no visible damage on the shaft. The guidewire was returned stuck in the device. The wire was protruding from the distal tip approximately 20cm. The wire was protruding from the proximal end of the device approximately 138cm. The wire was attempted to be pulled from the shaft. The wire would not move. The tip was dissected. It was noticed that the wire was stuck on the bushing. The bushing was unable to be removed from the wire. Functional analysis was done by completing the setup procedure per the directions for use. The device functioned as designed. Inspection of the remainder of the device, apart from the observed damage, revealed no damage or irregularities.